Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that patient's performance with the device has decreased. There is no history of trauma. Re-implantation is considered.

Manufacturer narrative:
Conclusion: based on the device investigation results, information received and available impedance measurements whilst implanted, it is assumed that the reported problem was caused by the reference electrode contacts being embedded in bone. Additionally, during investigation multiple overload fractures were found on the active electrode, these damages are contributable to the explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient's performance with the device had decreased. There is no history of trauma. The patient was reimplanted. Per explant report form, there was bone covering the electrode.